Event description:
It has been initially claimed by the facility that a pt suffered an injury after legs become trapped by the safety side of the bed. The clinical staff, went to see the pt and saw blood on the floor next to the bed. It has been checked and it turned out that the pt's leg was trapped between the bed and the cot side. There was a laceration on the right shin, moderate on the left shin and inner side of the malleolus. The wound was dressed with jelonet, dressing pad and crepe bandage. The pt had to go to the operating room and have debridement.

Manufacturer narrative:
(B)(4). Additional information will be provided following the visit at the facility by sales and service technician and conclusion of the investigation. (B)(4).